Manufacturer narrative:
Further information was requested but was not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examination, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to myopotential oversensing. The signal artifact was reproducible when the patient took deep breathes. Programming changes were recommended.